Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used to treat a malignant tumor during an endoscopic retrograde cholangiopancreatography procedure (ercp) with stent placement on (B)(6), 2011. According to the complainant, after the ercp was performed, the wallflex biliary stent was inserted over the guidewire to the target anatomy; however, the physician was unable to pull on the handle in order to release the stent. The stent was removed from the patient fully constrained on the delivery catheter. Upon examination of the device outside the patient, it was noticed that the distal tip of the device was damaged. The procedure was completed with another wallflex biliary rx partially covered stent. There were no patient complications as a result of this event. The patient's condition was reported to be good post procedure.

Manufacturer narrative:
A visual examination of the returned device revealed that the stent was fully mounted on to the stent delivery system. Dried blood and bile were present inside the distal end of the outer sheath and on the tip of the device. The outer sheath was slightly kinked at several locations along its length. During a functional analysis, it was possible to fully deploy the stent without issue. No issues were noted with the profile of the deployed stent, the inner lumen or the tip of the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch number. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context. Based on the investigation results, which indicate that there was no damage to the tip of the device or to the stent body, this is no longer considered a reportable event.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used to treat a malignant tumor during an endoscopic retrograde cholangiopancreatography procedure (ercp) with stent placement on (B)(6) 2011. According to the complainant, after the ercp was performed, the wallflex biliary stent was inserted over the guidewire to the target anatomy; however, the physician was unable to pull on the handle in order to release the stent. The stent was removed from the patient fully constrained on the delivery catheter. Upon examination of the device outside the patient, it was noticed that the distal tip of the device was damaged. The procedure was completed with another wallflex biliary rx partially covered stent. There were no patient complications as a result of this event. The patient's condition was reported to be good post procedure.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.